Event description:
Needle pull off. Customer reports that needle would pull off while opening the packet and arming the needle holder. There are no product adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.